Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic gastrectomy. While stapling on the stomach, the stapler was able to fire but there was poor staple formation. The staples did not appear formed at the distal end. The staple line was incomplete distally. The staple line was fixed by restapling the sleeve to make it more narrow. The next firing was moved over from the original staple line. This caused unanticipated tissue loss. No patient injury or extension in surgical time. Patient status is alive, no injury.